Manufacturer narrative:
(B)(4). Implant date: estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition referenced is being filed under a separate manufacturing report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Implant date: device was not implanted. (B)(4). As further information received indicated the unk promus device was not an abbott device, no further investigation is required.

Event description:
It was reported that during a coronary artery procedure, the 3.5x18mm xience xpedition stent was advanced, but could not get inside the implanted restenosed promus stent. An attempt was made to remove the xience xpedition stent delivery system and stent, but it caught on the implanted stent, and the xience xpedition stent dislodged and migrated. Attempts were made to locate the dislodged stent, but it could not be found in the anatomy. The procedure was reported as prolonged and the delay significant as additional radiation was used to attempt to locate the stent. No additional information was provided.

Event description:
Subsequent information received noted the restenosed stent of the right coronary artery (rca) was not an abbott stent as initially reported. No additional information was provided.